Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in (B)(6) 2020.

Event description:
The customer's mother reported via phone call that the insulin pen user experienced high blood glucose reading after taking a dose with the insulin pen. Customer primes the insulin pen before each use and replaced the needles. Customer's mother gave a correction dose with a regular insulin pen and the customer's blood glucose came down. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.